Event description:
Patient ambulated from the bathroom. As the nurse assisted patient back to bed(stretcher), the brake became disengaged, the bed shifted to the side. Patient fell onto the floor. Further tries to engage the brakes failed. The salesman said they are aware of this problem, and that the brake conduit is usually replaced when this is reported. In our ER, there were three other stretchers with the same problem. They were detected prior to being involved in an incident and taken out of circulation. After reporting this incident to the manufacturers, repair men were sent, and they repaired those three. We declined the repair of the sequestered stretcher.